Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock or click in place, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment. The customer reported that they found that the reservoir came off the insulin pump. The customer's blood glucose was 136 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.